Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range above (300- 497 mg/dl) with small to medium ketones present. The customer would take manual injections to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. It was indicated that the customer is in contact with the health care provider discussing factors that may affect bg level.